Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle clog on lot # 8171673. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the pen ndl 32g 4mm 90 CT has been found unable to deliver medication during use. The following has been provided by the initial reporter: it was reported nothing comes out of the needle during injection. Solution did not come out. Verbatim: spouse of a consumer reported nothing comes out of the needle during injection. Solution did not come out. Sample discarded. She uses the new pen needles for each time of her injection. She rotates the injection site each time of her injection. He does not know if she does the priming, he does not know if she visually tests the needle each time of her injection. Item# 320883; lot# 817673; expiration date- 2023-06-30. Incident date- unknown; occurence unknown.